Event description:
It was reported that following use of a tens unit on the vns patient's feet, she experienced three convulsive seizures, which is a type of seizure the pt has never had before. Diastat was administered. The patient's mom also indicated she no longer feels device stimulation. Good faith attempts to obtain additional info have been unsuccessful to date.